Manufacturer narrative:
Concomitant medical products: 2187-75 lead implanted: (B)(6) 2005, 694265 lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrogram of a treated ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode showed a few instances of right ventricular (rv) lead undersensing. The lead remains in use. No patient complications have been reported as a result of this event.